Event description:
The customer reports charge button failure for the device.

Manufacturer narrative:
(B)(4). The customer reports charge button failure for the device. Philips repair bench evaluated the device and confirmed the reported complaint. There was no reported patient involvement. The processor pca was replaced due to the unit not charging during the operational check. All performance assurance tests passed and the device was sent back to the customer. The processor pca was replaced due to the unit not charging during the operational check. All performance assurance tests passed and the device was sent back to the customer. We will consider this a malfunction of the processor pca that caused the charge button failure for the device.